Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 15 (the critical block and inverse critical block did not add to zero) and pump error 23 (post-reset ram crc alarm) alarms. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for pump error alarm. Customer was able to clear the alarm, rewind the pump. Error table indicated that, insulin pump should be replaced. Customer was advised to discontinue use of the device, and the pump will be replaced. No harm requiring medical intervention was reported. Mmt-1884l was requested, and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed pump error 15 was found on 02/05/2026 14:15:09.000. Line=442 file=38. Per software engineering log, pump error 15 was triggered in function hrm_oneminutetes()t file hrm_periodic_tests since critical data integrity check failed. Isolate to electronic assembly. Unit passed the displacement test and self-test. No pump error 15 noted during testing. No pump error 23 alarm or unexpected restart noted during testing. Battery was removed from pump and monitored for 10 minutes. Unit powered up properly after inserting the battery and no pump error 23 alarms were noted. Proceed by cutting unit open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. No moisture damage on the electronic assembly was noted during visual inspection. Unit functioning properly. The following cosmetic damages were noted: cracked case (battery tube), battery tube threads - cracked, label damage (faded), cracked case, cracked keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer¿s allegations were not confirmed when no pump error alarm 23 was noted during testing. However, customer's allegations of pump error 15 were confirmed when a pump error 15 alarm was found in download history review. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.